Manufacturer narrative:
The repair center conducted visual and function inspection of the subject device. The customer allegation was confirmed. Additional findings were: watertight defect, and white flaws occurring. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. Since a watertight defect occurred in the current product, it is possible that the internal charged coupled device failed due to moisture that entered the product. Therefore, it is assumed that normal communication was not possible and the dark images indicated. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head exhibited "poor image quality, image was dark". There were no reports of patient harm.